Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported that patient saw end of service (eos) message and the device was off/disabled and no longer providing therapy. The patient stated that this ins battery has not even lasted 10 months. It was suggested that the patient report to her healthcare provider that they think the device should be analyzed post explant and have the ins sent back to manufacturer. The patient reported that she had been in the hospital for an abdominal surgery infection for several months. It was unrelated to ins. The patient was diagnosed with cellulitis since (B)(6) 2018. The patient reported burning sensation in legs and feet since (B)(6) 2018. The patient was redirected to their healthcare provider (hcp) to schedule replacement surgery. No further complications were reported/anticipated.